Event description:
It was reported that, "cup was loose. Surgeon initially over reamed/medialized the acetabulum in primary surgery which leads us to believe the cut was not able to gain on growth and came loose."

Manufacturer narrative:
The device is not available for evaluation. If additional information has been requested and if provided, the evaluation results will be submitted in a supplemental report.